Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness breath, difficulty breathing and lung issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported this as product problem. After further review, the manufacturer concluded it as serious injury. In box b, product problem was updated to adverse event and product problem and describe event or problem should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to experiencing difficulty breathing/shortness of breath. The reported event of difficulty breathing/shortness of breath of the patient and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In box h, type of reported complaint and health impact code was updated to reflect serious injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness breath, difficulty breathing and lung issues. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. During review of the error logs. There are no errors found. During the investigation pil observes an unknown dust contaminant on the front panel, rear panel and bottom enclosure. Inside the iso port seems to be dried streams of liquid, indicating potential water ingress. Pil observed unknown brownish contamination on the rear of the top enclosure, underneath the flip doors and around the keypad. A dust-like contaminate is seen in the bottom enclosure. A whitish dust-like contaminant is observed on the blower box seal, on the blower motor and inside the blower box. Dried liquid spots with a dust-like contaminant consistent with mineral deposits are observed on the bottom of the blower motor and in the blower, box indicating potential liquid ingress. A keratin-like substance was observed at the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of liquid ingress was observed inside the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt. In box d: device available for eval and date returned to mfg has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.